Event description:
It was reported while using bd nexiva¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident reported by ed staff nurse that he had observed an incident in CT department. The radiographer was trying to run CT contrast through the cannula and it came out of the unused port.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h.10.